Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had issues with the bipolar. The customer noted this was occurring on multiple instruments on top and bottom bipolar cable connectors on the erbe generator. The customer informed they were in their busier room and after the procedure they would be swapping the vision side carts (vsc) from a different room and would have to cancel cases until the erbe generator was fixed. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu) due to the instrument recognition issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis. The iesu was analyzed, and the complaint was not confirmed by failure analysis. The iesu energized and cauterized all ports and recognized instruments.